Event description:
It was reported that the insulin pump had physical damage. Customer stated the top part where the reservoir screws in its broken all the way around. Customer's blood glucose was 203 mg/dl. Customer stated she thinks the damaged happened by putting the seat belt on. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit received with broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring. (B)(4).